Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds with intermittent loss of capture (loc). Surgical intervention was performed and the lead was explanted. Attempts to obtain additional information was unsuccessful. As such we do not know impact to patient including duration of asystole, if any.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 120 mm from the terminal pin with two segments returned. Visual inspection noted competitor device setscrew marks on the is-1termin pin and the proximal and distal high voltage terminal pins. No discernable setscrew marks were noted on the is-1 ring. The extracting stylet was returned stuck in the tip segment of the lead. Visual inspection also noted a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Finally there was evidence of laser extraction damage observed on the lead body. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations as the lead passed electrical testing and no visual anomalies outside of explant related damage were noted.